Manufacturer narrative:
Analysis: the sample was not returned; therefore, evaluation of the sample and the device history records were not able to be performed. A manufacturing review was unable to be performed due to unknown product identifiers. In reviewing the labeling supplied with this product, it was found the instructions for use (IFU) sufficiently addressed the potential factors. Conclusion: potential factors that could have led or contributed to the reported event have been considered. Based on the limited information provided by the physician, a definitive root cause for the reported event could not be determined. It is unknown if patient physiology or an adverse reaction(s) with other devices/medications from the procedure could have contributed to the event. Multiple attempts have been made to obtain additional required information such as: product identifiers and event details, but no further information is available at the time of the report. In the event new required information is obtained, a supplemental report will be submitted with all relevant additional information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was allegedly used during a revascularization procedure and later that afternoon the customer reported the patient experienced thigh pain. Previously that day, the patient had an intensive procedure with the use of multiple balloons, one allegedly was a lutonix dcb. A perforation was identified when assessing the thigh pain. The health care professional (hcp) performed a thrombectomy utilizing angiojet. The hcp repaired the perforation with a 6x100 viabahn covered stent. No further adverse patient effects were reported.